Manufacturer narrative:
Per biomed the unit was repaired by downgrading the software from 2.20 to 2.10. Patient information was not provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported that the unit was in use on patient, but there was no patient harm reported.